Event description:
It was reported the patient thinks he fractured his lead when he bent over a couple of months ago (exact date is unknown). The patient stated he felt a "pop" when he bent over. Stimulation has not worked since the event. As a result, the patient would like to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.